Manufacturer narrative:
Limited information about the event was available. Attempts to follow up with the patient (user) and gain additional information did not receive a response.

Event description:
Intermittent catheter patient's (user) wife said the patient is recovering from a urinary tract infection (uti) concurrent with catheter use, and was treated with antibiotics by his doctor.